Event description:
Tomotherapy has discovered an anomaly during internal testing. When a tomodirect procedure has an unrecoverable interrupt in between beam angles there is a slight possibility that the procedure will indicate a "performed" status rather than "interrupted" on the operator station.

Manufacturer narrative:
Design anomaly in tomotherapy hi-art sw 4.0.2 and 4.0.3. (B)(4).